Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior and transverse approach spine fusion surgery on the lumbar region of his spine from l3-5 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced pain and weakness in his lower back. Six months post-op, the patient underwent a CT scan that revealed osteophyte formation encroaching on the lateral recesses at the level above where rhbmp-2/acs was implanted. Reportedly, the patient has continued to experience pain and numbness in the lower back that radiates into his lower extremities. He has neuropathy in his lower extremities and feet bilaterally.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: revision decompression l3-4 and l4-5 to the right with transverse lumbar inter body fusion at l3-4 and l4-5 with posterior lateral fusion at l3-4 and l4-5 with instrumentation of l3-4 and l4-5 with selection of premilled intervertebral spacers at l3-4 and l4-5 with local bone graft; for pre-op diagnosis of: l3-4 stenosis with lumbar spondylosis with right leg radiculopathy. Per-op notes: at l4-5 level 13mm spacer filled with local bone graft was placed along with bmp soaked sponge was placed into the disc space. At l3-4 level 15mm spacer filled with local bone graft and bmp sponge was placed into disc space. No complications were reported.